Event description:
It was reported that the patient presented to the hospital following a lead integrity alert (lia). It was determined that the right ventricular (rv) lead exhibited a lead fracture in the subclavian region. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the exposed superior vena cava defibrillation coil developed a fracture due to flexing while in vivo. The analyst noted that the lead was returned with the svc exposed coil visibly distorted and fractured due to clavicle rib crushed. If information is provided in the future, a supplemental report will be issued.